Event description:
A medtronic ent representative reported that, while in an axiem procedure, the site navigation system re-started itself three times. No further details of the issue were reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and age provided.the computer was returned to the manufacturer for analysis. The initial power up was successful to the log-in screen. The ear, nose & throat (ent) software application launched and navigated without issue. Multiple reboots were performed and applications were ran for an extended period of time without any faults found. The ram was re-seated. The hard drive and ram did not report any errors. The computer lost power randomly during professional hardware diagnostics (phd) testing. The most likely cause was a mother board problem since the lights stayed on but graphics and fans stopped. The computer was replaced to resolve the issue.

Manufacturer narrative:
Patient information was unavailable from the site.a medtronic representative, following-up at the site, reported there was no logo screen and the system computer did not become unresponsive when this issue occurred. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.